Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the device would grab the tissue and the device would cut without coagulating. A second device was used with the same results. A harmonic device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The devices were received in good physical condition. The devices were tested with a generator and both devices performed as required during testing. The energy output delivered from the devices were verified. There were no anomalies noted with the functionality of the devices.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.